Event description:
It was reported that when using the bd pyxis medstation system, the pocket in the er1 main pyxis 3.2 b1 failed and was unable to recover. The malfunction occurred when a user tried to issue medication to a patient, causing a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed pocket. A field service engineer cleaned contacts and secured connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.